Event description:
It was reported by service report that the mattress was ripped and there was fluid intrusion found. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Mattress.